Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, decreased r-waves and loss of capture were noted. Lead dislodgement was confirmed via x-ray. The lead was explanted and replaced when positioning was unsuccessful.